Event description:
Subsequent to the initial medwatch report additional information received indicates that cases from this facility are included in separate medwatch reports and no new case information is required for this particular medwatch.

Manufacturer narrative:
(B)(4). Medwatch report numbers with the events reported by the facility: 2953144-2010-03139; 2953144-2010-03140; 2953144-2010-03141; 2953144-2010-03143; 2953144-2010-03144; 2953144-2010-03145.

Event description:
It was reported that a radiologist, trained in the use of the prostar device, achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. The facility reporter, a vascular surgeon, indicated "concern when he saw the post-operative patient. Reportedly, the device remains in the patient". The nature of the issue is not known at this time. The affiliate representative indicated the above statement means that the device was deployed in the patient and the sutures only remain, as expected. Requests have been made to obtain further event and patient information; however, the facility reporter has not provided any additional details at the time of this report.

Manufacturer narrative:
(B)(4). The lot number was not identified; therefore, a device history record review could not be performed.(date of event): the facility did not provide a date when the event occurred; therefore, the date of (B)(6) 2010 is being used as the estimated date. (B)(4).